Manufacturer narrative:
A field service engineer (fse) contacted customer via phone and was able to confirm the problem by customer watching the sample nozzle attempt to descend into the sample container. No physical obstructions were found. The customer cleaned and lubricated the sample nozzle worm gear. There were no further issues after cleaning and lubricating. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: (2064) specimen level detect failure cause: the level of a [rack ID, rack, position, specimen ID] specimen was not detected even when the specimen diluent tip was lowered to the bottom of a container. An ss flag will be attached to the assay results. Action: confirm that the set position of the specimen is correct, and that the capacity of the container is adequate. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to dirty and insufficient lubrication of the sample nozzle assembly worm gear.

Event description:
A customer reported receiving error message "2064 specimen level detect failure¿ on the aia-900 analyzer. The customer also heard an audible noise coming from the analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting beta human chorionic gonadotropin (bhcg), prolactin (prl), estradiol (e2), progesterone (prog ii), follicle stimulating hormone (fsh) and luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.